Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced high blood glucose levels upto 374 mg/dl on (B)(6) 2026 due to scar tissue on patient's body leads to bent cannula and was treated via multiple daily injections (mdi). The patient went to emergency room on (B)(6) 2026 due to hyperglycemia and urinary tract infection and was treated with fluids or insulin and antibiotics.